Event description:
It was reported that at the implant attempt, the lead had high thresholds and was not stable in the patient's anatomy. Other cardiac branches were not visible so the lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found anomalies. However, all conductors were distorted and had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed). Visual analysis noted that the lead was damaged at implant.